Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. The liquid crystal display (lcd) was missing columns on the lower display. The battery release was also found to be contaminated, the battery drawer o-ring was missing, the upper and lower case halves and both bail covers were broken, and one bail was bent.

Event description:
It was reported the lower lcd (liquid crystal display) screen of the epg (external pulse generator) has horizontal lines missing. The epg was returned for repair. No patient complications were reported as a result of this event.